Manufacturer narrative:
The serial number of the handpiece involved in the event was not provided therefore we were unable to review the manufacturing records. The particle is not available for evaluation. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that during a phaco procedure, in the removal segment, the surgeon found a black particle in the patient's eye. The particle was flushed out and the procedure was completed without any reported impact to the patient.